Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: leaking of the filter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-mar-2022. H6: investigation summary the customer reported leaking from the filter, and returned one used sample of material mz9273. The set leaked from the filter air vent, and the complaint is verified. Further investigation was done by shipping the sample to the supplier of the filter. The supplier was not able to attribute a root cause to the vent leak. A device history record review for model mz9273 lot number 21116090 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: leaking of the filter.